Event description:
It was reported that during an anterior resection procedure, after firing, no staples were visible. The scrub nurse looked at discarded reload and it appeared that no firing had happened. The procedure continued with another like device, which did not fire. The patient ended up with a stoma as there was insufficient bowel left to complete anastomosis. Another device was used to create the stoma.

Manufacturer narrative:
Evaluation summary: device a arrived in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and if fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. Device b arrived in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The device was tested for functionality with the returned cartridge and it fired all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have a proper b-formation. Device b batch # a5c33w.